Event description:
Reference MDR #1219856-2010-00466 for first event and MDR #1219856-2010-00468 for third event involving the same pt. It was reported that during a second attempt via a right femoral insertion, via the super arrow-flex (saf) sheath, the intra-aortic balloon (iab) was impossible to load on the spring wire guide (swg). The swg became stuck at the iab bifurcation. The swg was removed and a third attempt was made. There were no reported pt complications, no intervention and no pt death. An interruption of 15 minutes was noted. Diagnosis of pt was cardiac surgery, difficult weaning from cardiopulmonary by-pass. Add'l info received on 7/2/10, stated that the same insertion site was used for all attempted insertions.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.